Event description:
It was reported the patient had two implantable neurostimulators and the whole system on one side was removed. The reporter stated a new lead was implanted yesterday on the side that had the entire system removed. It was noted that one side of the patient had a functional system and the other side had a lead with a cap. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the patient had their entire system implanted and the system was working properly. Further follow up reported the patient suffered an infection and as a result the battery was explanted. Further follow up reported the patient had an infection that was resolved with antibiotics. The stimulator pocket was infected. They noted there were no additional actions taken regarding the infection.

Manufacturer narrative:
(B)(4).